Event description:
Thread was exposed, peeling of fluff- tampon [device breakage]. Case narrative: consumer reported via phone that there was peeling of fluff and the thread was exposed. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Thread was exposed, peeling of fluff- tampon [device breakage]. Case narrative: consumer reported via phone that there was peeling of fluff and the thread was exposed. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation. Investigation is completed on may 6,2025 to correct document. However, this is not impacted investigation outcome.

Event description:
Thread was exposed, peeling of fluff- tampon [device breakage]. Case narrative: consumer reported via phone that there was peeling of fluff and the thread was exposed. No injury reported.